Event description:
It was reported that prior to a transcatheter procedure involving the vlv evolutfx-29, a pre-implant balloon valvuloplasty was performed due to calcification. During the procedure, prior to full release of the valve, hemodynamic instability was noted. The patient went into cardiopulmonary arrest. Cardiopulmonary resuscitation was administered successfully, and the procedure was subsequently aborted. The patient was then transferred to the intensive care unit for continued monitoring. The patient was hospitalized for an extended period. The physician noted that the patient required further medical optimization, and that the cardiopulmonary arrest was related to the rapid pacing used during the procedure. Additional information was received that the instability occurred after the pre-implant balloon dilation.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated data: b5 h2 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the delivery catheter system (dcs) was never inserted into the patient.

Event description:
It was reported that prior to a transcatheter procedure involving the vlv evolutfx-29, a pre-implant balloon valvuloplasty was performed due to calcification. During the procedure, prior to full release of the valve, hemodynamic instability was noted. The patient went into cardiopulmonary arrest. Cardiopulmonary resuscitation was administered successfully, and the procedure was subsequently aborted. The patient was then transferred to the intensive care unit for continued monitoring. The patient was hospitalized for an extended period. The physician noted that the patient required further medical optimization, and that the cardiopulmonary arrest was related to the rapid pacing used during the procedure.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.